Event description:
Procedure type: tethered spinal cord repair. According to the reporter: following the procedure, the patient was recovering in ICU, and started leaking cerebral spinal fluid. The patient was taken back to the operating room. When opened up, the surgeon saw that suture repair line had broken and noted that it was discolored around the breaking point (breaking point was not at the knot). The surgeon applied another suture with an oversew.

Manufacturer narrative:
(B)(4).